Manufacturer narrative:
The device was returned for analysis. The reported ¿suture failed to deploy and the knot didn't secure when the plunger was pulled back¿ was confirmed as a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a patent foramen ovale (pfo) closure interventional procedure. Reportedly, the suture failed to deploy and the knot didn't secure [cuff miss] when the plunger was pulled back. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 10f and the pfo closure procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. A prostyle device was also used successfully in the right common femoral vein access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.